Event description:
The event is reported as: during a CABG procedure, the aortic punch got stuck after pushing down on to make the hole and would not release for the removal of the punch. Slight force had to be used to get the aortic punch to release for removal. No patient injury reported.

Manufacturer narrative:
The device sample has not been returned to manufacturer at time of this report.